Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt experienced multisystem organ failure, support was withdrawn and the pt expired. It was also reported that the pump was not explanted and will not be returning for eval.

Manufacturer narrative:
The attached user facility report (B)(4) was received from the intermacs registry. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.